Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead had high capture thresholds and was oversensing noise and lead fracture was suspected. The noise was reproducible with arm movement. The lead was explanted and replaced. The patient was stable post procedure.